Manufacturer narrative:
D10 concomitants: 5126725 02-010-06-0330 - tru cc femoral size 3 right, 5652584 02-012-45-3030 - lgc tibial fit tray cem sz 3f / 3t, 5448581 02-012-60-1480 - tru stem ext 14mm x 80mm, ab3885 1400-ag - cemex gento low viscosity 40g kit, 5787047 200-02-35 - three peg patella 35mm, 4205721 204-34-02 - fluted stem extension 25l x 14 mm. The product associated with the reported event is within the scope of recall however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 67 months after a total replacement procedure, the patient underwent a revision procedure to address prosthesis wear, pain, swelling, effusion, instability, difficulty walking and emotional distress. Post operative diagnosis noted wear of the implant. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
The reason for the reported event cannot be confirmed from the information provided, but may have been due to prosthesis wear and instability. Potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided. Additionally, this device was packaged after initiation of the recall and was not packaged in a non-conforming vacuum bag.